Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g1: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d10 h3, h6: a product investigation was completed: the visual inspection has shown, that the screw threads and as well the recess of the screw is in a used, but still in good condition. No significant damages on the screw could be identified. Afterwards and without having all involved parts back, it¿s not possible to reproduce the complained issue. The relevant dimensions, which could lead to the complained issue, were measured and found to meet the specifications. The screw is rated as not confirmed, since the articles has passed the dimensional inspections. Afterwards and without having all impacted parts back, the complaint condition cannot be reproduced anymore. With the provided information, unfortunately we are not able to determine the exact cause of this complaint. It is likely that during the operation an application error may have taken place. As these screws are very small and quite fragile, a lot of care is required while handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) surgery on (B)(6) 2019, the locking screw could not be inserted to the patient's mandible after the surgeon opened the pilot hole. The surgeon did not use the reported screw and instead, used an unknown alternative screw to complete the procedure. There was no surgical delay reported. There was no adverse consequence to the patient. Concomitant medical products: matrix mandible plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.0mm titanium (ti) matrixmandible locking screw 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: the alert date reported and verified is (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.